Manufacturer narrative:
The sample is reported to be available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).

Manufacturer narrative:
The reported condition of overinfusion was not confirmed or duplicated, therefore an assignable cause could not be determined. Batch review was conducted with no abnormality observed. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report from baxter (B)(6) of an infusor that overinfused during patient use at the patient home. The actual flow rate was 225ml/42hr. The total fill volume was 225ml 5-fluorouracil 66ml and saline 159ml. The temperature was 33?. No patient injury or medical intervention occurred. No additional information is available.